Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box revealed battery alarms and pump reboots. The returned battery cap was unable to fully secure onto the pump. The pump had intermittent power with the returned battery cap. The complaint could not be adequately investigated due to moisture contamination inside the pump, and the inability to obtain the electrical current draws. Unrelated to the initial complaint, the battery compartment was cracked with evidence of moisture inside. The leak test failed due to a battery compartment leak. The pump was opened and no additional moisture was observed inside the pump. Also unrelated, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.